Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, cracked case near the display window corners, and cracked reservoir tube lip. No alarm noted.

Event description:
It was reported that the insulin pump alarmed watchdog timeout. It was reported that the alarm was impossible to clear. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)